Event description:
Broken handle! It's now the second time that a handle to a monitor during normal use suddenly the handle let go from the monitor, and the monitor fell to the ground. User has marked this as a safety issue since the monitor can fall down on for example someones toes. This time everything went well. To this complaint user sends two pictures showing the broken handle and where the plastic torn apart. No pt injury resulted from this incident.